Event description:
It was reported that the spinal cord stimulator (scs) paddle lead of the patient had impedance. The patient underwent a scs paddle lead replacement, was doing well postoperatively and the explanted device was kept by the facility.